Event description:
It was reported that patient presented via remote transmission with post-sensed t-wave oversensing on their insertable cardiac monitor (icm). No changes were reported. There were no patient consequences.